Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing which appear to be linked to short runs of svt. No intervention was performed at this time. The patient was in stable condition.